Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture without a lot number. No investigation could be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Plate was not explanted.

Event description:
Intraoperatively, the surgeon noted the screw went through the plate during distal femoral fracture fixation. Surgeon removed the screw; no replacement screw has been implanted. Procedure was completed. This is one (1) of two (2) reports for this event.